Event description:
It was reported that during a ptca/stent procedure, the balloon catheter that was used to predilate the lesion was going to be used to postdilate the deployed stent. Resistance was met when advancing the balloon on the guide wire, and upon inspection, the balloon catheter tip appeared different. The tip of the balloon was found to be separated from the catheter, and away from the sterile field. No pt injury was reported. No other info was provided.